Event description:
It was reported that there were concerns of this pacemaker exhibiting oversensing on the right ventricular (rv) lead. Technical services (ts) reached out for a review of the data of this pacemaker. Upon review, it was noted that there were episodes of noise and pacing inhibition greater than 2 seconds were also observed. Additionally, the pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed high out of range pacing impedance measurements. This resulted in the minute ventilation (mv) feature being automatically disabled. Ts recommended bringing the patient in further evaluation. No adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there were concerns of this pacemaker exhibiting oversensing on the right ventricular (rv) lead. Technical services (ts) reached out for a review of the data of this pacemaker. Upon review, it was noted that there were episodes of noise and pacing inhibition greater than 2 seconds were also observed. Additionally, the pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed high out of range pacing impedance measurements. This resulted in the minute ventilation (mv) feature being automatically disabled. Ts recommended bringing the patient in further evaluation. No adverse patient effects were reported. The pacemaker remains in service.